Manufacturer narrative:
H3 - device evaluation: the lens was returned with liquid in a vial. Visual inspection found no visible damage to the lens. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -08.00/+2.5/089 (sphere/cylinder/axis), in the patients left eye (os) on (B)(6) 2020. The lens was explanted on (B)(6) 2020 due to excessive vaulting. The lens was replaced with a shorter lens on (B)(6) 2020 and the problem was resolved. The patient developed iritis caused by the high vault and keratitiis caused by the icl removal. To date the iritis and keratitis has improved.